Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high out-of-range shock impedance measurements at routine follow up. Boston scientific technical services (ts) discussed considerations for lead testing/measurements obtained with competitor devices and advised performing isometric manipulations while testing impedance measurements and potentially delivery of a commanded shock to determine the true shock impedance value. All other lead parameters were noted within normal limits. Information was later received indicating shock impedance measurements were observed to increase in the first month of implant stabilizing at approximately 120 ohms. Reprogramming the upper limit of the shock impedance alert has been requested of the device manufacturer to allow for continued monitoring of the patient. Should impedance measurements of 170 ohms or higher be observed the patient will undergo defibrillation threshold (dft) testing. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.